Event description:
This event is being reported because the facility did not successfully recall items in the load and instruments were used on patients.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad nx sterilizer. The positive bi result was found after 24 hours of incubation. There was a decrease in the amount of the media after the incubation process. The subsequent bis were reported having negative results. The bi was not crushed prior to processing and the cap was depressed prior to processing. It is unknown how much media was remaining after incubation. There was no leakage observed from the bi, nor was the outer vial punctured. The cap was reported to be completely depressed during incubation. The customer considered that there was a problem in the bi ampoule and did not request a technical inspection of the sterrad nx sterilizer. At this time there are no reports of injury or harm from the event. It is unknown if the load was released and used on patients. The load contents are also unknown. This event is being reported because it is unknown if the load was released and used on a patient before reading the bi results.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 09/2011 to 08/2012; there was no significant trend observed. Trending analysis by lot number was performed. The lot history from 07/20/2012 to 09/24/2012 found no other reported incidents. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. Thirty-two retain bis were submitted for functional evaluation and met specification. The suspect product was returned after its expiration date and no functional evaluation of the product was performed. A visual analysis was performed on the suspect bi, its concomitant positive control, and two unused bis (see below): suspected positive bi: no anomalies were observed. The ci disc is golden in color, indicative of peroxide exposure. There are staining patterns on the disc consistent with exposure to fluid during processing. No media is remaining to confirm the positive bi result. There is a single tyvek® liner and single spore disc present; the liner is stained both purple and yellow which suggests that the purple media was subject to vacuum at the time of processing. There are no punctures on the outer vial or tyvek liner that would be consistent with false positive from external contamination. Positive control: no anomalies were observed. The ci disc is red. The media color is yellow, which is expected for a positive growth control. A single spore disc is present. Unused returned bis: no anomalies were observed. The unused bis are in the expected configuration of unused product. Insufficient information is available to determine the cause of the alleged suspected positive bi. A sterrad malfunction was ruled out as a probable cause since the cycle passed, the ci indicated exposure to sterilant, and the subsequent bi was negative for growth. A cyclesure malfunction was also eliminated as a contributing factor since retains evaluation demonstrated that the product functions as intended when used per IFU,

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
(B)(4): suspect positive bi.